Manufacturer narrative:
On 9-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve had air contamination. An attempt was made to suck air from the three-way stopcock using a syringe, but air attached to the hemostatic valve and the flexure ring site could not be sucked. Because it did not improve after several attempts, a replacement was used. Also reported an error 106 when target product was connected. Echocardiograph was rebooted but the issue continued. A substitution cable was changed and checked but the issue continued. The issue was resolved by changing the smart touch sf catheter to another one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record evaluation was performed for the finished device 00001556 number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve had air contamination. An attempt was made to suck air from the three-way stopcock using a syringe, but air attached to the hemostatic valve and the flexure ring site could not be sucked. Because it did not improve after several attempts, a replacement was used. Also reported an error 106 when target product was connected. Echocardiograph was rebooted but the issue continued. A substitution cable was changed and checked but the issue continued. The issue was resolved by changing the smart touch sf catheter to another one. The procedure was completed without patient's consequence. It is unknown if air was introduced to the patient. The physician did not perform any maneuver to eliminate bubbles and no medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow into the side port is MDR-reportable.